Event description:
It was reported that patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. Chest x-ray was performed and revealed the lead was fractured. On (B)(6) 2017 the lead was capped and replaced. The patient was discharged the next day in stable condition.